Event description:
A review of a service data has detected a reportable event. Upon servicing, monitor sn (B)(4) produced a service code 203 (pulse test fault) and failed incoming functional testing. The last pt to use this monitor did not report any problems with this monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation resistor r45 was open on the c/a board, which caused the service code and test failure. The positive pad of high-voltage capacitor c22 was pulled and the negative lead was broken from the pad on the defibrillator board causing the open r45 resistor. The root cause for the damaged leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted form the broken leads on c22. The last pt to use this monitor did not report any problems with this monitor.